Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was an exit block on the left ventricular lead. The lead was capped and replaced. There was no report of adverse consequences for the patient due to this.